Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that within 24 hours after cataract surgery with an intraocular lens (iol) implant, a patient showed signs of infection. The patient went to another hospital and had the eye enucleated. There was e.coli present in the eye. The facility is investigating the matter further. Additional information has been requested.